Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found to have electrical and fiberoptics defects leading to errors 1134 and 32099. The complaint was confirmed based on the results of the investigation.

Event description:
It was reported that during a training/demo of the da vinci system, a 1134 fault appeared and the right master tool manipulator would not complete the homing process. System logs had been cleared due to a power cycle the customer performed prior to calling. After a hard power cycle there was no change. The surgeon side console was unplugged to continue. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that there was no patient involvement.